Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device migrated up"), pelvic pain ("severe pelvic pain, pain"), seizure ("seizures") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (ess205) (batch no. 623191) inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included colonic polyp. On (B)(6) 2017, transvaginal pelvic ultrasound showed : impression: 1. The intrauterine device appears separated with one component in the right mid body and a second left posterior fundal component. Correlate with physical exam. 2. 1.7 x 1.4 x 1.5 cm posterior mid body intramural fibroid. 3. Normal appearance of the ovaries. On (B)(6) 2017, abdominal x-ray showed the bowel gas pattern is non obstructive. There are no pathologic calcifications present. No acute osseous or soft tissue lesions. Essure is noted on each side of pelvis. Impression: no acute abnormalities. Essure system in pelvis. Concurrent conditions included stress urinary incontinence, endometrial polyp, hyperplasia, perineal pain, obesity and respiratory disorder. Concomitant products included alosetron hydrochloride (lotronex) and promethazine (phenergan 25 mg). On (B)(6) 2007, the patient had essure (ess205) inserted. In (B)(6) 2007, the patient experienced menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), 1 year 11 months after insertion of essure (ess205). In (B)(6) 2007, the patient experienced genital haemorrhage (seriousness criterion medically significant). In (B)(6) 2007, the patient experienced gastrointestinal sounds abnormal ("hypoactive bowels"). On (B)(6) 2008, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)") and fatigue ("chronic fatigue/fatigue") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). On (B)(6) 2010, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines / headaches"), rash ("allergic or hypersensitivity reaction type rash"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), alopecia ("hair loss") and tooth disorder ("dental problems"). In (B)(6) 2017, the patient experienced bacterial vaginosis ("bacterial vaginosis"). On (B)(6) 2017, the patient experienced device breakage (seriousness criteria medically significant and intervention required) and device dislocation (seriousness criteria medically significant and intervention required). In (B)(6) 2017, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menstrual disorder ("abnormal menstruation / abnormally menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). The patient was treated with citalopram, clonazepam, diphenhydramine hydrochloride, duloxetine, solpadeine (tylenol 1) and surgery (total hysterectomy and bilateral salpingectomy and total hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, seizure, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, erythema, skin disorder, pruritus allergic, alopecia, weight increased, weight decreased, procedural pain, vaginal haemorrhage, mood swings, tooth disorder, bacterial vaginosis and gastrointestinal sounds abnormal outcome was unknown and the pelvic pain and fatigue was resolving. The reporter considered abdominal pain lower, alopecia, anxiety, bacterial vaginosis, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, gastrointestinal sounds abnormal, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural pain, pruritus allergic, rash, seizure, skin disorder, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure (ess205). The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2017 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2017, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Current weight 141 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 28.4 kg/sqm. Human papilloma virus test - on (B)(6) 2017: results: high-risk: positive. Hysterosalpingogram - on (B)(6) 2010: results: total bilateral occlusion; in (B)(6) 2013: results: full occlusion of fallopian tubes. Pregnancy test urine - on an unknown date: results: negative. Concerning the injuries in the case, the following ones were described in patient's medical records: headaches, seizure, fatigue, pelvic pain, dyspareunia, device breakage and dysmenorrhea. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received : following events were added: bacterial vaginosis and hypoactive bowels. Outcome of the event fatigue and pain was changed from unknown to recovering/resolving. Concomitant condition and products added. Treatment drugs added. Essure coding was changed from essure 305 to essure 205 as essure was inserted before (B)(6) 2007. On (B)(6) 2018: no new information added from pfs. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device"), pelvic pain ("severe pelvic pain, pain") and genital haemorrhage ("abnormal bleeding (general)") in a 31-year-old female patient who had essure (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence, endometrial polyp, hyperplasia and perineal pain. On (B)(6)2007, the patient had essure inserted. On (B)(6) 2008, 7 months 23 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6)2010, the patient experienced migraine ("migraines / headaches"), headache ("migraines / headaches"), rash ("rashes, rashes or skin conditions type: rash"), erythema ("rashes, rashes or skin conditions type: skin redness"), skin disorder ("rashes, rashes or skin conditions type: skin bumps"), pruritus ("allergic or hypersensitivity reaction type: itching"), alopecia ("hair loss"), tooth disorder ("dental problems") and seizure ("seizures"). In (B)(6) 2017, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menstrual disorder ("abnormal menstruation / abnormally menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). The patient was treated with diphenhydramine hydrochloride (benadryl), solpadeine (tylenol 1), surgery (total hysterectomy and bilateral salpingectomy were performed on (B)(6)2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, weight decreased, procedural pain, vaginal haemorrhage, mood swings, tooth disorder and seizure outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, headache, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural pain, pruritus, rash, seizure, skin disorder, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2017 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2017, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2017: high-risk: positive hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in (B)(6) 2013: full occlusion of fallopian tubes pregnancy test urine - on an unknown date: negative on (B)(6) 2017, transvaginal pelvic ultrasound showed : impression: 1. The intrauterine device appears separated with one component in the right mid body and a second left posterior fundal component. Correlate with physical exam. 2. 1.7 x 1.4 x 1.5 cm posterior mid body intramural fibroid. 3. Normal appearance of the ovaries. On (B)(6) 2017, abdominal x-ray showed the bowel gas pattern is non obstructive. There are no pathologic calcifications present. No acute osseous or soft tissue lesions. Essure is noted on each side of pelvis. Impression: no acute abnormalities. Essure system in pelvis. Concerning the injuries in the case, the following ones were described in patient's medical records: headaches, seizure, fatigue, pelvic pain, dyspareunia, device breakage, dysmenorrhea most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received: new reporters, patient demographic information, product indication, onset date updated, concomitant drug, new events device dislocation, genital haemorrhage, vaginal haemorrhage, mood swings, tooth disorder, device breakage and seizure added. On (B)(6) 2018: mr received: new reporters, patient ethnicity, product lot no and concomitant disease added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), device dislocation ("migration of essure device location of device"), pelvic pain ("severe pelvic pain, pain"), genital haemorrhage ("abnormal bleeding (general)") and seizure ("seizures") in a 31-year-old female patient who had essure (batch no. 623191) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included stress urinary incontinence, endometrial polyp, hyperplasia and perineal pain. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2008, 7 months 23 days after insertion of essure, the patient experienced depression ("psychological or psychiatric problems condition: depression") and anxiety ("psychological or psychiatric problems condition:anxiety"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("abnormally severe menstrual pain, dysmenorrhea (cramping)"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation, abnormal bleeding (vaginal, menorrhagia)"), dyspareunia ("painful intercourse, dyspareunia (painful sexual intercourse)"), fatigue ("chronic fatigue"), weight increased ("weight gain"), weight decreased ("weight loss") and vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"). On (B)(6) 2010, the patient experienced seizure (seriousness criterion medically significant), migraine ("migraines / headaches"), rash ("rash"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus allergic ("allergic or hypersensitivity reaction type: itching"), alopecia ("hair loss") and tooth disorder ("dental problems"). In july 2017, the patient experienced procedural pain ("painful and invasive procedures"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menstrual disorder ("abnormal menstruation / abnormally menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge") and mood swings ("mood swings"). The patient was treated with diphenhydramine hydrochloride (benadryl), solpadeine (tylenol 1), surgery (total hysterectomy and bilateral salpingectomy), surgery (total hysterectomy and bilateral salpingectomy) and surgery (total hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. At the time of the report, the device breakage, device dislocation, pelvic pain, genital haemorrhage, seizure, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, erythema, skin disorder, pruritus allergic, alopecia, fatigue, weight increased, weight decreased, procedural pain, vaginal haemorrhage, mood swings and tooth disorder outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dental caries, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, genital haemorrhage, menorrhagia, menstrual disorder, migraine, mood swings, pelvic pain, procedural pain, pruritus allergic, rash, seizure, skin disorder, tooth disorder, tooth loss, vaginal discharge, vaginal haemorrhage, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in may-2017 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2017, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): human papilloma virus test - on (B)(6) 2017: high-risk: positive hysterosalpingogram - on (B)(6) 2010: total bilateral occlusion; in august 2013: full occlusion of fallopian tubes pregnancy test urine - on an unknown date: negative on (B)(6) 2017, transvaginal pelvic ultrasound showed : impression: 1. The intrauterine device appears separated with one component in the right mid body and a second left posterior fundal component. Correlate with physical exam. 2. 1.7 x 1.4 x 1.5 cm posterior mid body intramural fibroid. 3. Normal appearance of the ovaries. On (B)(6) 2017, abdominal x-ray showed the bowel gas pattern is non obstructive. There are no pathologic calcifications present. No acute osseous or soft tissue lesions. Essure is noted on each side of pelvis. Impression: no acute abnormalities. Essure system in pelvis. Concerning the injuries in the case, the following ones were described in patient's medical records: headaches, seizure, fatigue, pelvic pain, dyspareunia, device breakage, dysmenorrhea quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2018: quality safety evaluation of product technical complaint incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("abnormally severe menstrual"), abdominal pain lower ("severe lower abdominal pain/severe abdominal cramping"), menorrhagia ("abnormally heavy menstrual bleeding / prolonged menstruation"), menstrual disorder ("abnormal menstruation / abnormally menstrual bleeding"), dental caries ("tooth decay"), tooth loss ("tooth loss"), dysgeusia ("metallic taste in mouth"), migraine ("migraines"), headache ("headaches"), vaginal infection ("vaginal infections"), vaginal discharge ("vaginal discharge"), dyspareunia ("painful intercourse"), depression ("depression"), anxiety ("anxiety"), rash ("rashes"), erythema ("skin redness"), skin disorder ("skin bumps"), pruritus ("itching"), alopecia ("hair loss"), fatigue ("chronic fatigue"), weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (total hysterectomy and bilateral salpingectomy were performed on (B)(6) 2017). Essure was removed on (B)(6) 2017. In (B)(6) 2017, the patient experienced procedural pain ("painful and invasive procedures"). At the time of the report, the pelvic pain, dysmenorrhoea, abdominal pain lower, menorrhagia, menstrual disorder, dental caries, tooth loss, dysgeusia, migraine, headache, vaginal infection, vaginal discharge, dyspareunia, depression, anxiety, rash, erythema, skin disorder, pruritus, alopecia, fatigue, weight increased, weight decreased and procedural pain outcome was unknown. The reporter considered abdominal pain lower, alopecia, anxiety, dental caries, depression, dysgeusia, dysmenorrhoea, dyspareunia, erythema, fatigue, headache, menorrhagia, menstrual disorder, migraine, pelvic pain, procedural pain, pruritus, rash, skin disorder, tooth loss, vaginal discharge, vaginal infection, weight decreased and weight increased to be related to essure. The reporter commented: despite treatment, her symptoms did not improve and, as a result, in (B)(6) 2017 she met with her doctor to discuss various treatment options, including the possibility of having surgery to remove the essure. On (B)(6) 2017, she underwent a total hysterectomy and bilateral salpingectomy, during which her uterus, cervix, and both fallopian tubes were all removed. Since her removal surgery, her symptoms have mostly resolved, though some remain. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2013: full occlusion of fallopian tubes. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.